Event description:
A malfunction alarm occurred, identified as malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump and was instructed to contact support again if the malfunction recurs. The customer confirmed understanding and continued using the pump without further issues.